Event description:
It was reported that the pt has pain and swelling in groin. Hard to walk with the extreme pain from lower back to foot. Burning sensation occurs with just sitting or too much effort. Pt on anti-inflammatory pills, and has went to emergency room and received morphine shots.

Manufacturer narrative:
The pt is (B)(6). Add¿l info has been requested and if received, will be provided in a supplemental report.